Event description:
It was reported that the 9900 system camera would not rotate and the collimator iris was closed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board was replaced and the camera was calibrated during the service call. The system was tested and found to be working as intended and put back into service.